Event description:
A surgeon reported that after the laser assisted portion of a cataract procedure, the incision was not easy to access. The surgeon was able to find the correct plane, but, it was not a smooth entry which caused a vertical tear in the incision as the phaco tip went in. The status of the patient is unknown and additional information is not available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).